Event description:
Information was received indicating that during testing of a smiths medical level 1 trauma fast flow system was overheating after about five minutes of use. Two days following, the unit was noted to not be heating and the reservoir liquid was not circulating. It was reported that the unit was not used on a patient with no reported adverse effects.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported issue was confirmed. There was a crack found in the return tube which had leaked water and damaged multiple internal components. The leak in the return tube was the ultimate cause of the customer's complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.